Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was unable to be recognized. The procedure was completed using a backup harmonic ace. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used intraoperatively and broke. The teflon pad fell into the patient. The entire piece was retrieved using a laparoscopic instrument during the same procedure. There were no post-operative tests to check for remaining fragments. The instrument was used 15-30 minutes prior to the issue. The instrument was inspected prior to use with no damage or anything out of the ordinary noted. There was no instrument collision during the procedure. There was nothing unusual about the functionality until the issue was observed. The instrument was removed during the procedure, but the surgical staff felt no resistance upon removal from the cannula. There was no damage to the cannula or any other damage to the instrument after the event. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the instrument, an investigation is in progress to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis as failure analysis investigation is still in progress, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed and the following additional information was provided. The image shows the instrument tip with detachment of the teflon pad, and product information. No conclusive determination can be made based on this analysis alone. This is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited a recognition issue and follow-up indicated that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without further patient impact. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure could not be confirmed or replicated. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests multiple times and moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. No damage to the blade was observed. No recognition failures were observed during log review. Additional observation not reported by site: the instrument was found to have teflon pad damage on the clamp arm. The entire teflon pad, measuring approximately 0.107" x 0.422" in size was detached from the clamp arm and was returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis which indicates that the device did contribute to the customer reported issue. The complaint regarding recognition failure could not be confirmed.

Event description:
Refer to h10/h11 for follow-up information.